Event description:
It was reported that a flo-gard infusion pump had a battery low alarm. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, a review of the alarm log, and a service history review were performed. The battery low alarm was identified during functional testing and the alarm log review. The service history review revealed that the device experienced low battery issues in the past. The cause of the condition was determined to be blown fuses. To correct the condition, the battery and main fuses were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.